Event description:
During set up, it was noticed that the tubing was kinked in two places which would not allow the contrast to travel through. One place was kinked right at the reservoir and the other kink was where the contrast exchanges through the tubing. Tried to straighten tubing out, but was unable.